Event description:
The customer reported that during a hypophysectomy with a force1 generator, the device was activating even though the surgeon did not touch the hand switch. No activation tone was heard. There was minor tissue damage as a result. The clinical engineer at the site was able to duplicate the issue, but with an activation tone. The device was not new, but had been used less than 50 times. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.